Manufacturer narrative:
Additional information has been requested. Product was removed intraoperatively. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Bone void filler did not set after 50 minutes for a lateral proximal tibia procedure. Surgeon removed and replaced with chronos.